Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-00003).

Event description:
This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are verified. Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation. Operative record reported revision due to failure of total left hip due to suspected local adverse or tissue effect from metal on metal bearing surface